Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise exhibited on the right ventricular (rv) lead during the non-sustained ventricular tachycardia (nsvt) episodes. There was also t-wave oversensing (twos) suspected when programmed to unipolar, and the lead was noted to have been placed in the patient's septal region, which may have contributed to the sensing problem. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.